Event description:
Information was received from a healthcare provider regarding a patient receiving lioresal 2000mcg/ml at 278.3mcg/day via an implantable pump. The indication for use was intractable spasticity. The healthcare provider reported the patient experienced an overdose of baclofen "due to a programming error on our end." The healthcare provider stated the pump was refilled on (B)(6) 2022 with a higher concentration drug but the concentration change was not updated on the programmer. The programming has since been updated and the patient is back to baseline. The healthcare provider stated that they did a root cause analysis of what caused the programming error and asked if there could be a warning or "safeguard" message added when the programming is selected that tells the user that a change in drug concentration is expected.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, serial# unknown, product type programmer, other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: a810; product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider stated that the new clinician tablet with the software version 1.1.342 was used during the event.